Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's hip was revised. The patient stated that they had a hip replacement that is defective. Patient further stated they experienced pain and is still healing. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b3: unknown date in 2024, d6a: unknown date in 2016, d6b: unknown date in 2024.

Event description:
It was reported that the patient underwent an initial hip replacement of an unknown side on an unknown date in 2016. Subsequently, the patient stated that the hip implant was defective, and they experienced pain. As a result, the patient underwent a revision on an unknown date in 2024. The patient stated they were still healing. No further patient impact reported. No further information available.